Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the reporter stated she checked the patient's blood glucose meter value when she picked him up from school around 11:00 am and saw that it read 26.0 mmol/l. The patient's dexcom cgm, on the other hand, was displaying 19.0 mmol/l in comparison. After performing the fingerstick measurement, the reporter then checked the patient's ketone level and saw that it read 1.4 mmol/l (the reporter stated that this indicated the ketone level was rising as it had read 1.3 mmol/l two hours earlier). The patient was then taken to the hospital where he developed symptoms of nausea and headache. He was treated with a paracetamol drip as well as another drip, the contents of which the reporter could not recall (the patient did mention, however, that it was a medication intended to "clear the blood"). The patient was discharged from the hospital later that day between 5:00 and 6:00 pm and was in stable condition at the time of contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.